Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that a twist drill broke and a portion remained implanted. Per IFU 90-274-92-40 for the twist drill "twist drills are not designed to be used at speeds in excess of 5000 rpm."